Event description:
It was reported that balloon rupture occurred. The patient underwent shunt percutaneous transluminal angioplasty (pta). The 99% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous radial vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.